Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc investigated the subject device and confirmed the following; -there was no abnormality on the exterior of the subject device. -omsc disassembled the subject device and found that the connection between the camera cable and the camera head¿s main body was discolored. -according to device repair records, the subject device passed a watertight test. -omsc connected the olympus video system center, otv-s190 (omsc equipment) and the subject device and checked if there were any image failures, but no image failures occurred. The exact cause of the reported event could not be conclusively determined, however there is possibility that reported event is attributed to a temporary endoscopic image failure due to the ingress of moisture and a short-circuit. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation. In the evaluation of omsc the following was confirmed; omsc could reproduce the reported phenomenon. There was a defect in the pixel of the endoscopic image the reported event appeared to be caused by breakage of the camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the laparoscopic procedure, the endoscopic image was heavy and real-time image could not be obtained temporarily. The user replaced the device to another device owned by the user facility and completed the procedure. The device was used with a olympus video processor otv-s190, a olympus rigid scope wa50372b. And the device had been reprocessed in autoclave sterilization after primary cleaning. There was no report of patient injury associated with this event.